Event description:
It was reported that insulin gauge displayed amount different than expected on multiple occasions, although pump was not showing a discrepancy at time of call and customer could not recall exact expected amounts or how large differences were. There was no reported impact to the customer¿s blood glucose level. Customer did not take action to resolve issue, and technical support advised customer to call back for troubleshooting if problem occurred again, which customer acknowledged.